Event description:
It has been reported to philips that fluoroscopy was not possible. The system was noted to be in clinical use. There was no reported patient or user harm. The field service engineer inspected the system onsite, and after the mains power distribution and switch circuit was replaced, the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. Based on the additional information received, the system was in clinical use for planned /non-emergency treatment and the procedure was aborted. A philips remote service engineer (rse) inspected the system remotely and observed an error message: fluoroscopy not possible. The analysis of log file performed by rse identified ¿timeout establishing connection with the generator¿ error. A philips field service engineer (fse) examined the system on-site and identified an issue with the x-ray generator. As part of troubleshooting, the fse replaced the main power distribution (mpd) control unit and power on circuit. Following the replacement, the issue was resolved temporarily and on a later date the cube cvfd-5 assy and system interface board (sib) were replaced. The defective mpd control unit was returned to philips for further analysis. The cause of the mpd control unit could not be conclusively determined by the supplier¿s part analysis. After the replacements, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for planned/non-emergency treatment at the time of the reported event and the procedure was aborted. A philips remote service engineer (rse) analyzed the log file remotely and identified a connection issue with the generator. A philips field service engineer (fse) evaluated the system on-site and found the main power distribution (mpd) control unit and power-on circuit were defective. To resolve this issue, the fse replaced the mpd control unit and power-on circuit. Following the replacements, the system was returned to use in good working order. The mpd control unit was returned to philips for further analysis and no failures were found. Further failure analysis of the power-on circuit is not possible as the part is unavailable. A root cause for the failure of these components was not able to be determined. The codes were updated based on the investigation outcome.